Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. Vascular access was obtained through the femoral artery. The physician was treating an 85% stenosed lesion located in the moderately tortuous and severely calcified distal left anterior descending (lad) artery. The physician wanted to use this 3.5x8mm quantum maverick balloon catheter to post-dilate a stent. During insertion, the shaft of the catheter was noted to be broken. The procedure was completed with a different balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. (B)(4).

Manufacturer narrative:
The condition of failure code 808:07 was confirmed through the event history. The condition was caused by a defective phm (pump head module). The phm was replaced. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4), associated with this report. The device has not been previously sent into service for the reported condition of 'failure code 808:07'. During previous service, the pump head module was replaced. (B)(4).

Event description:
During baxter investigation, it was determined through the device event history that failure code 808:07 occurred during delivery causing an interruption of delivery. No patient injury or medical intervention has been reported. This device utilizes user interface module master software version 5.09.90 categorized as remediated.